Event description:
Procedure: functional end to end anastomosis. Reportedly, the surgeon attempted to fire the device, but felt that there was something unusual with the device and the device could not be fired. The surgeon attempted to fire the device again, but a small amount of the bleeding, which was less than 500 cc. The surgeon exchanged the instrument and fired a third and the fourth with no problems. There was no injury to the pt reported.